Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Power management tool confirms the unloaded voltage(ul vlith) loaded voltage (loaded vlith) are within specs. However, pump error 25 found at the long trace history file. Unit had intermittent non-sleep anomaly software error. Unit received with keypad overlay texture damage, cracked select button keypad overlay and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call pump error 25. Customer¿s blood glucose level was unknown. No troubleshooting was conducted. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.